Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to uninstall and reinstall the mobile app and to report back if the battery depletion exceeded 35% per day, which the customer understood and acknowledged.